Event description:
It was reported the printer is starting to appear to be missing segments at bottom of page. The programmer was returned for repair. It was analyzed and found to have internal corrosion. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the printer would not print on the bottom of the page due to the printer drawer roller bushing was missing. It was also noted that the programmer had internal corrosion and was un-repairable. Concomitant products: product ID 2067 radiofrequency (rf) head; product ID 229047 analyzer. (B)(4).